Event description:
A gastric bypass patient went to get up from bed. The patient had been getting up independently for a few days. The bed was not 100% upright. The patient's slippers were slightly turned. The patient said the bed was not working properly at the footboard. Without bracing, the patient gently slid to the floor. The patient sustained a minor abrasion to inner arm just above the elbow. The patient had a bed extension on due to a leg dvt, deep vein thrombosis, and height. The nurse was in room at the time, but back was turned to patient.